Manufacturer narrative:
This complaint involves two devices (which will be reported separately). Associated medwatch report: 9610612-2019-00551. Manufacturing site evaluation: up to now, there is no product available.unknown. Information has been requested at the clinic least three times. Batch history review because the lot is unknown, a device history review is not possible. Conclusion and root cause with the lack of information and the circumstance that there is neither a product nor a lot number available, a root cause analysis cannot be determined. Corrective action according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product "ennovate mis k-wire sleeve short". One tip of the instrument broke off intraoperatively. There was no surgical delay or intervention required. Additional information was not provided. The malfunction is filed under aag reference (B)(4). This complaint involves two devices (which will be reported separately). Associated medwatch report: 9610612-2019-00551.